Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the amia cassette and the transfer set. The patient was unable to disconnect the patient line from the transfer. This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.